Event description:
The user facility reported that the wall of the angiographic catheter became perforated during a uterine artery embolization case. After successfully treating the left uterine artery, the right uterine artery was accessed using a waltman's loop. Subsequently, "a kink" was determined to have developed in the angiographic catheter when a micro-catheter could not be advanced. Reportedly, the user proceeded with injection and noted that the "embolic got stuck" at the location of the kink, then "the glidecath perfed" causing some embolic to travel up the aorta. The user facility reported that the procedure was completed with no patient complications.

Manufacturer narrative:
Method (other): unfortunately, the involved sample was lost in transit by the courier service and is currently unavailable for evaluation. Therefore, the investigation was based upon a review of user facility information and manufacturer quality records. Codes are based upon evaluation of user facility information only. Conclusions: is based upon evaluation of user facility information only. Follow-up communication confirmed that the patient was monitored for 24-hours after the procedure and then discharged from the hospital. The fact that the angiographic catheter was used without any noted problem, kink or leakage for the first half of the procedure minimizes the potential that the event was related to a pre-existing device defect. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the available information, the event description is consistent with damage due to injection against an occlusion resulting in excessive pressure. The potential for such an event is addressed in the warnings/cautions section of the device labeling by stating, "exceeding of injection pressure may cause catheter rupture. If the catheter has been kinked or bent sharply, replace it with a new one." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.